Manufacturer narrative:
Review of the involved lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Ocular stroke commonly is caused by embolism of the retinal artery, although emboli may travel to distal branches of the retinal artery, causing loss of only a section of the visual field. Embolic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. A history of hypertension or diabetes mellitus is elicited in 67% of patients presenting with ocular stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
A (B)(6) male patient with a medical history including hyperlipidemia and hypertension with high risk criteria of bilateral carotid artery stenosis underwent successful carotid stenting of the proximal left internal carotid artery on (B)(6) 2010. The patient was discharged the following day. On (B)(6) 2010, the patient returned for contralateral stenting of the right side, which was also successful. Three hours after the contralateral procedure the patient awoke with right eye vision loss. The patient had no other symptoms. The event was deemed an ocular stroke, unrelated to the stents, possibly related to the contralateral procedure, and possibly related to the patient's high blood pressure. The patient's vision has almost recovered to normal at this time. No treatment was given for the vision loss.